Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the expulsor that was too big. The expulsor was trimmed down to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device delivery rate is out of tolerance. There was unknown patient involvement.